Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that his bg (blood glucose) values reached below 70 mg/dl. Patient states that the pod was causing him to have low, severe hypoglycemic attack causing him lose consciousness. An ambulance was called and he was given an IV by the paramedics and orange juice. Patient went to the emergency room via ambulance. At the time he was placed in the ambulance, he was in the mid-70's mg/dl. During the trip he increased to around 90 or 100 mg/dl. Patient refused treatment upon arrival. The pod was worn on the hip for less than 24 hours